Manufacturer narrative:
(B(4). Date sent to the FDA: 02/05/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: the analysis results found that the strap25 device was returned with no damage in the external components. Upon cycling, the instrument was noted to be locked out. For fire testing the trigger was unblocked and then fired 2 straps. The instrument was disassembled; upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2017 and absorbable straps were used. During the procedure, the straps weren't penetrating the tissue when deployed. It wasn't reported what kind of mesh was used in the procedure. A like device was used to complete the procedure. There were no adverse patient consequences reported.